Event description:
It was reported by the patient that the insulin pump had infused too much insulin during the night based off inaccurate high cgm values because no low alarm occurred. During the evening the blood glucose values (bg's) were between 300-400¿s and the omnipod insulin pump (closed loop) infused insulin based upon the cgm value. Insulin rate information was not provided. At 10:00 pm the cgm appeared to be functioning as intended. No bg finger stick value was obtained at the time and no symptoms were reported. At 2:00 am the patient had a seizure and was confused. The cgm values appeared to be around 50 mg/dl. The tga report was not submitted due to the fact that insulet does not distribute or sell our product in the country of australia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.